Event description:
It was reported to boston scientific corp that an obtryx curved system was used during an unk procedure. According to the complainant, "the material does not allow adjustment after its application". Attempts at follow up have been unsuccessful.

Manufacturer narrative:
(B)(4).